Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and a broken can wire was noted. The cause of the field event was due to the broken can wire.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high, out of range high voltage lead impedance was observed. The device was explanted and replaced. The patient was doing well.